Event description:
A complaint was received from a customer that reported when they used excel off brand reagent they rec'd different results when compared to their doctor's meter. An example was the elite 222 mg/dl and their physicians system (method unknown) gave a result of 124 mg/dl. The difference between these results could be clinically significant in acted upon. While on the phone a review the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent.